Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿rough eye leads the sites for urine to crystallize¿ which results in calcification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. The device was not returned.

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection, hematuria and pain while using hydrogel coated latex foley catheter (226412). It was unknown what medical intervention was provided. Per additional information received on (B)(6) 2022, the survey respondent mentioned bladder stones while using foley catheter. Per additional information received on 19-aug-2022, the survey respondent mentioned cancer while using foley catheter.